Manufacturer narrative:
H10: the remote service engineer (rse) stated that the customer verified there was a 1109 code present in the log, signifying the auto zero failure. The issue occurred for about 10 minutes after powering on. The rse advised the customer to replace solenoids 2 and 4 first, and then run the unit for 30 minutes. If issue does not resolve, the rse advised the customer to replace the data acquisition printed circuit board assembly (da pcba). The customer stated they will order the solenoids first and then the da pcba if needed. A good faith effort (gfe) response was received from the customer stating that both parts were ordered and the device was fixed. The device was reported to be outside of use at the time of the reported problem. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the ventilator had a ¿vent error and the machine pressure sensor auto zero failed¿. There was no patient involvement. The customer troubleshot with technical support and 10 minutes after powering on the unit, it was alarming machine pressure sensor autozero failed error code. The customer was advised to replace the solenoids or the data acquisition (da) board.